Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) lead was exhibiting increased pacing thresholds perhaps related to a recent blunt trauma impact to the chest region.